Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient had an alert transmission from merlin.net. The atrial lead exhibited noise. The patient would be monitored closely.